Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The batteries were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that during an outside procedure the imaging system was showing a pink battery indicator. There was no patient present.